Event description:
An employee reported to our sales rep a hii pin to rod coupling jammed.

Manufacturer narrative:
Eval summary: the reported event that the coupling was jammed could be confirmed. The root cause of the complaint issue was attributed to be user related. The jamming of the coupling is a result of to high force application at the try to open the coupling over the mechanical stop before the cleaning and sterilization process. There is no similar complaint reported within the same lot#. No deviation from the specification was noted. Indications for any material, mfg or design related problems were not determined in the investigation.